Event description:
Before a PICC insertion, the nurse trimmed the catheter to a measurement of 43 cm. During the process, the nurse pulled the sensor back a little to prevent damaging the former one during the setup of the catheter. After the catheter was trimmed, the nurse had trouble advancing the sensor getting stuck inside the catheter. The nurse decided to use another PICC kit and restart the process.